Manufacturer narrative:
B5: it was further reported that the "female connector detached". H10: one actual sample was received for evaluation connected to the solution connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. There was evidence present on the female connector indicating the insert chip was present during assembly; however the insert chip was not identified during evaluation. There was no evidence of damage to the female connector. Functional testing including leak, clear passage and clamp function testing was performed with no issues noted. The female connector was also connected to the returned connector and disconnected with no issues noted. The reported difficulty removing the female connector was not verified; however the separation between the female connector to main body was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set would not disconnect from the solution bag. This connection issue was observed during peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.